Manufacturer narrative:
Concomitant medical products: 700fc31 heart band, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and palpitations. The implantable cardioverter defibrillator (ICD) experienced loss of pacing due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The lead was reprogrammed but twos was still being observed. Further reprogramming took place to resolve the issue and the device and lead remain in use. No further patient complications have been reported as a result of this event.